Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the yaw pulley was broken. The yaw pulley was missing a .154 x .062 piece, allowing the grip to move within the pulley and have a larger range of motion in yaw. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing pulley material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci ovarian cystectomy procedure, the tip was broken on the maryland bipolar forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.